Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary arteries. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - date of death: estimated b3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated the adverse patient effects referenced in b5 are being reported on a separate medwatch report number. Literature attachment: article title "advances in clinical cardiology 2023: a summary of key clinical trials"

Event description:
It was reported through a research article that xience stents were used in a study (stopping aspirin within 1 month after stenting for ticagrelor monotherapy in acute coronary syndrome (stop-dapt 3)) that captured the following endpoints: death, myocardial infarction, stent thrombosis, and stroke. Specific patient information is documented as unknown. Details are listed in the attached article, "advances in clinical cardiology 2023: a summary of key clinical trials".